Event description:
Product surveillance was informed by the customer on (B)(6) 2012 that he thought the homechoice pro (hcp) was not calculating the ultrafiltration (uf) correctly. The patient thought he drained 3300ml when the machine displayed patient drained 7500ml. Product surveillance contacted global technical services (gts) the same day to request assistance with troubleshooting the customer reported problem. The customer was contacted by gts on (B)(6) 2012, to further discuss the report of the hcp not calculating the uf and the patient thinking he drained 3300ml when the machine displayed the patient drained 7500ml. The patient clarified that they might have said 2500ml not 7500ml. The patient denied reporting a drain volume that high. The patient stated their fill volume was 2500ml. Through troubleshooting the gts learned that the patient has had a constant uf of 1000ml and that he did not feel like the hcp was calculating the uf correctly. The patient stated he was always draining 3000ml-3300ml even though his fill volume equaled 2500ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the report of the hcp not calculating the uf correctly. The rn stated she was aware of this report and stated that the patient was miscalculating the uf and had misunderstood how it was calculated on the machine. The rn stated she has since straightened the patient out and he has been continuing therapy on the hcp successfully. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported difficulty of the homechoice not calculating the ultrafiltration (uf) correctly, and the reported difficulty was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause was undetermined. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for inaccurate fluid reading was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified.